Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a prostatectomy procedure that the tip of the instrument broke at the beginning of the procedure. Another like device was used. There was no patient consequence.